Event description:
It was reported that following an ablation procedure, the patient experienced left side weakness. It was noted at a one month visit that there was no weakness and neurological aspect was normal. At the three month visit the neurological aspect was abnormal with the patient experiencing weakness. The patient was prescribed steroids for the weakness. The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The event was ongoing at study exit on (B)(6) 2018. It was noted that the patient expired on (B)(6) 2018 but the death was not related to the device or procedure.